Event description:
Pt's sure step meter was reported to keep providing error 1 message. Pt was probably not applying enough blood sample since the confirmation dot was not turning completely blue. During troubleshooting however, the pt was asked to clean the meter and retest. But the error 1 issue still persisted and not resolved. There was no medical intervention or treatment given. No further clinical info was provided.